Manufacturer narrative:
(B)(4).

Event description:
Treatment of a supraclinoid aneurysm measuring 14mm x 5mm. During the pipeline deployment, it was reported that the pipeline did not completely open on the proximal end. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).